Manufacturer narrative:
The insulin pump had no blank display noted. All operating currents are within specification and passed selftest and unexpected restart error test. No unexpected blank display or restart error test noted. The device received with moisture damage on the electronics, motor, vibrator motor and battery tube assembly. The device received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and blank display. During troubleshooting the display returned and insulin pump had an unexpected restart alarm. The blood glucose at the time of the incident was 169 mg/dl. The device was returned for analysis.